Manufacturer narrative:
Product ID: 977a290, lot# 0209744061, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of a clinical study reported that diagnostics included an examination on (B)(6) 2018 the patient¿s indication for use was neuropathic injury to tissue of nervous system. The cause of lead migration was not known. The pain was due to aggravation of the patient¿s diseases.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot #: 0209744061, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 09-jun-2019, UDI #: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins) for neuropathic, injury to tissue of nervous system, and other chronic pain. It was reported the lead appeared behind the patient¿s left ear. It was noted that the device didn¿t help the patient anymore. This resulted in an urgent care visit. The patient was examined on (B)(6) 2018, and device system was explanted on (B)(6) 2018. The outcome was resolved without sequelae on (B)(6) 2018. The event was related to the device or therapy, and not related to the implant procedure. No further complications were reported or anticipated.